Event description:
The customer reported that the device had a power connector come out from the power block.

Manufacturer narrative:
(B)(4). The customer reported that the device had a power connector come out from the power block. There was no reported pt involvement. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.